Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lucera elite gastrointestinal videoscope exhibited burns on the plastic distal end cover and distal end. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: based on the information obtained, the causes of the events were unable to be specified. The high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. The event can be prevented by following the instructions for use which state: it was confirmed that instructions for gif-h290t operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿ describes how to prevent the events 1 and 2. Olympus will continue to monitor field performance for this device.